Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient fell and hit their right arm on (B)(6) and suffered sudden, unusual tremor in their right shoulder on (B)(6). It was noted that the patient is implanted for tremor control on the left side of the body. It was also noted that the patient verified that stimulation was on. It was noted that the patient would be following up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp who reported that the patient's therapy impedance was 1204 ohms at 0.857 ma on (B)(6) 2017. No changes were made to the dbs as the patient did not tolerate adjustments, but medication was increased. No further complications are anticipated.